Event description:
It was reported that in the cardiac intensive care unit, air was being aspirated intermittently with blood via the sheath valve. The catheter was removed and successfully replaced with a delay in therapy noted. There are no reported patient injuries or complications. The patient is noted as "okay."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.